Event description:
It was reported that no alert/notification occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1: initial reporter state - (B)(6).